Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an evaluation was performed. Initial evaluation experienced a false upstream occlusion alarm. Evaluation found the upper reading on the ultrasonic sensor to be below specification caused by a failed upstream sensor. With low ultrasonic readings it would make the pump more sensitive to upstream occlusion alarms if the pump was able to run. The upstream sensor/pusher were replaced.

Event description:
It was reported found during a baxter evaluation that a pump falsely alarmed for upstream occlusion. There was no pt involvement.